Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2005 due to stress urinary incontinence. After implantation patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring, urinary and neuromuscular problems. It was reported that patient underwent partial removal of vaginal sling on (B)(6) 2005 due to pain and ¿sling didn¿t work¿. On (B)(6) 2006 part of prolene mesh was removed (no product information provided) due to pain.(B)(4).